Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was voiding frequently. Patient reported they had been voiding more than before the evaluation. Patient changed from program 1 to program 2, it was unknown if the issue was resolved at the time of the report. Additional information was received. It was reported that the patient had been voiding more than before and their symptoms were worse. Patient was discouraged. Patient again mentioned not voiding so frequently prior to the evaluation. Additional information was reported. The patient stated they might have a bladder infection or uti. Patient was referred to their medical doctor. Patient stated they would call the medical doctor's office and check on the uti, patient stated that they were taking a pill before the evaluation. Patient was feeling stimulation off and on and had a program changed the day prior. Actions/interventions that were taken were reported as unknown. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.